Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display and cracked battery end cap on the insulin pump. Customer's blood glucose level was 256 mg/dl. Troubleshooting for the blank display was performed. Customer was advised to wait 10 minutes and call back after troubleshooting was completed. Customer called back and advised the display returns but will go blank if the battery cap is tightened. Customer was advised that a replacement battery cap will be sent out.